Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that after using torque wrench to connect the ventricular lead to the device, it was noticed that the lead was still not secure and slipped out of the port. The doctor tried several times but the screw removed from device head. The device was attempted and not used. A new device was used, and there was no problem connecting the ventricular lead. No patient complications have been reported as a result of this event.